Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noticed numerous separations (7) on the catheter shaft. No kinks were noticed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.

Event description:
It was reported that a catheter break occurred. A fetch&#60576;catheter was selected for a thrombectomy procedure in the right coronary artery. It was alleged the catheter kinked and seems to fall apart. The device never made it to the artery but it was inside the guide. They pulled everything out from the patient and used a different device to complete the procedure. No patient complications were reported and the patient's condition was reported as "good."